Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported resistance advancing sgc and torn guide tip were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with garde 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while attempting the entry, resistance was observed and when retracted, crack was noticed at the distal tip of the catheter. Guide worked well during preparation. Device was replaced and continued the procedure. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.